Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs received for investigation. Your report of unintended material at the tip of the catheter was confirmed; however, the source and composition of the material could not be determined from the photographs. The photos show a 20g insyte autoguard winged IV catheter that was positioned over the needle. A piece of unintended material was visible at the tip of the IV catheter and needle bevel. Since the physical sample was not returned for investigation, the composition of the material could not be tested.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global wing foreign matter on catheter. The following information was provided by the initial reporter, translated from dutch to english: when placing an IV, a piece of plastic hangs from the caterer tip. According to the vpk, it is a bent piece of plastic from the catheter that should remain in the pt this was noticed before use.